Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 5.5 years post implant, the patient was treated for a distal type I endoleak on the right ipsilateral side. The current right iliac diameter is 2.2 cm, and the leak was successfully treated with a 16x24x82 flared limb. The current left iliac diameter is 4.0 cm, and the physician elected to prophylactically coil the left internal iliac artery and extend the left limb into the external iliac artery using a 16x10x124 limb. The physician commented that there has been disease progression in both iliac arteries, which likely caused the distal type I endoleak in the right iliac.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (disease progression; iliac artery dilatation); conclusions: known inherent risk of a procedure (endoleak); device failure related to patient condition (disease progression; iliac artery dilatation).